Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The facility administrator (fa) confirmed during follow-up that the blood leak occurred immediately after the initiation of the patient¿s hd treatment on a fresenius 2008k2 machine. The blood leak was noted as being an internal blood leak that was visually observed within the hansen lines. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. Additional information was requested, however, to date a response has not been received. It was not stated during the initial report that the patient experienced a serious injury, adverse event, or required medical intervention as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the customer returned a dialyzer from the reported lot for evaluation. The sample was subjected to a laboratory bubble point leak test. The test failed as a steady stream of bubbles coming from the cavity ID end at approximately 335 degrees. The dialyzer sample was then subjected to destructive disassembly for further visual examination. A fiber fragment was identified at approximately 335 degrees on the cavity ID end with the ports positioned at 0 degrees (the same location as the leak). The fiber fragment extended from the potting surface measuring approximately 8.69 mm in length under magnification (x20). The opposing end of the fiber was not located. There was no other damage or irregularities visually noted on the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during a patients hemodialysis (hd) treatment. The facility administrator (fa) confirmed during follow-up that the blood leak occurred immediately after the initiation of the patients hd treatment on a fresenius 2008k2 machine. The blood leak was noted as being an internal blood leak that was visually observed within the hansen lines. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. Additional information was requested, however, to date a response has not been received. It was not stated during the initial report that the patient experienced a serious injury, adverse event, or required medical intervention as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.